Event description:
It was reported that the atrial lead exhibited noise. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received notes that the noise was noted during a follow-up in clinic.